Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: aug 25, 2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed, half of an iol (the other half missing). Viscoelastic residue was found, on the optic body and haptic. Which is consistent with a lens that was handled during removal. Haptic damage (bent) was observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could be confirmed. However, based on the return condition of the lens, it cannot be confirmed, to be related to manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, that one additional complaint has been received from this production order number. However, complaint issue reported, was not confirmed as related to manufacturing. Therefore, no escalations were required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had torn or broken haptic. The lens was fully inserted into patient's operative eye, however, was removed and replaced with another competitor lens. There was no patient injury and no medical or surgical interventions were required. No further information was available.